Event description:
It was reported that a stent fracture occurred resulting in additional intervention. A percutaneous transluminal coronary angioplasty was performed. The 80% stenosed, long diffused target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilatation with semi compliant balloon catheters, a 2.75x38 synergy drug-eluting stent (des) was deployed at 11 atmospheres (atm) to the distal rca, and a 3.00x32 synergy des was implanted at 11 atm from the proximal to mid rca overlapping 2.75x38 des. However, the physician noticed a stent fracture at distal part of 3.00x32 synergy des just before the overlapping segment. A 3.50x12 nc balloon was then used for post dilatation and another 3.50x12 synergy des was deployed at the fractured segment with proper apposition and achieved timi 3 flow. The procedure was completed with no patient complications reported and the patient is stable.

Manufacturer narrative:
Initial reporter address: (B)(6).

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6) device analysis: no device was received for analysis. The stent was implanted. Received attached to this complaint were 3 whatsapp images. The quality of these images could not identify any stent damage or fractures. The images capture the overlapping stents and a further image appears to capture the reported 3.50x12 synergy des crimped stent, positioned at the site of the overlapping stents.

Event description:
It was reported that a stent fracture occurred resulting in additional intervention. A percutaneous transluminal coronary angioplasty was performed. The 80% stenosed, long diffused target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After pre-dilatation with semi compliant balloon catheters, a 2.75x38 synergy drug-eluting stent (des) was deployed at 11 atmospheres (atm) to the distal rca, and a 3.00x32 synergy des was implanted at 11 atm from the proximal to mid rca overlapping 2.75x38 des. However, the physician noticed a stent fracture at distal part of 3.00x32 synergy des just before the overlapping segment. A 3.50x12 nc balloon was then used for post dilatation and another 3.50x12 synergy des was deployed at the fractured segment with proper apposition and achieved timi 3 flow. The procedure was completed with no patient complications reported and the patient is stable.